Manufacturer narrative:
The reason for reoperation: rupture and double capsule. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported rupture and double capsule. The device has been explanted. The affected side is unknown.